Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. The customer¿s blood glucose level was reported as over 300 mg/dl. The customer declined follow up with tandem technical support.